Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089920.

Event description:
It was reported that the patient had loss of stimulation coverage due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein additional leads were added and left the migrated leads. The patient was doing well postoperatively. Nothing was explanted.